Manufacturer narrative:
(B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed.

Event description:
Medwatch uf report (B)(4), humi pn 6001, lot 169507. "Upon removal of humi uterine manipulator surgeon noticed that device had broken while being used to manipulate the uterus." (B)(4).

Manufacturer narrative:
Ref. E-complaint - (B)(4). Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: the reported complaint\event that the "device had broken while being used to manipulate the uterus" cannot be verified and or confirmed due to the absence of the affected device in that it was not returned for analysis. However if in the future the humi - harris uterine manipulator is returned the complaint may be reopened and amended as needed. The root cause is indeterminable due to the absence of the device in question and lack of further information from the complainant after several attempts to obtaining it via product surveillance correspondences. The humi-harris uterine manipulator, product number 6001 is manufactured by an outside vendor as an OEM product for cooper surgical. The vendor was contacted and made aware of the reported complaint and verified that their process was unchanged. The product goes through multiple acceptance criteria testing before being shipped to csi where it is packaged and sent out for sterilization. A lot DHR review was performed and did not reveal any abnormality, the type of reported complaint will be monitored for trending, previously reported complaints that reported a broken or damaged device indicated that the most likely root cause could be attributed to improper manner of use. Corrective actions: correction and/or corrective action: corrective as is not applicable as root cause is indeterminable due to the absence of the affected device. Corrective action level 3. Train personnel-none. Reason: per (B)(4), this complaint will be monitored for trending in that no injury was reported to end user or patient. Review and closure: recommended continuous improvement program (cip). CAPA required? Complaint closure letter required? Ncmr issued? Other regulatory action needed: preventative action activity. Reviewed. Trend and monitor to cip.

Event description:
Medwatch uf report (B)(4). Humi pn 6001, lot 169507. "Upon removal of humi uterine manipulator surgeon noticed that device had broken while being used to manipulate the uterus." Reference e-complaint number : (B)(4).

Manufacturer narrative:
(B)(4). Investigation: x-initiated manufacturer's investigation; x-no sample returned; x-review DHR: inspect returned samples; inspect stock product. Analysis and findings: the reported complaint\event that the "device had broken while being used to manipulate the uterus" cannot be verified and or confirmed due to the absence of the affected device in that it was not returned for analysis. However if in the future the humi - harris uterine manipulator is returned the complaint may be reopened and amended as needed. The root cause is indeterminable due to the absence of the device in question and lack of further information from the complainant after several attempts to obtaining it via product surveillance correspondences. The humi-harris uterine manipulator, product number 6001 is manufactured by an outside vendor as an OEM product for cooper surgical. The vendor was contacted and made aware of the reported complaint and verified that their process was unchanged. The product goes through multiple acceptance criteria testing before being shipped to csi where it is packaged and sent out for sterilization. A lot DHR review was performed and did not reveal any abnormality. The type of reported complaint will be monitored for trending, previously reported complaints that reported a broken or damaged device indicated that the most likely root cause could be attributed to improper manner of use. Corrective actions: correction and/or corrective action: corrective as is not applicable as root cause is indeterminable due to the absence of the affected device. Corrective action level 3: train personnel; x-none. Reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. Review and closure: x-recommended continuous improvement program (cip). Other regulatory action needed: preventative action activity: reviewed. Trend and monitor to cip.

Event description:
Medwatch uf report (B)(4) humi pn 6001 lot 169507. "Upon removal of humi uterine manipulator surgeon noticed that device had broken while being used to manipulate the uterus." (B)(4).